Event description:
I had the reshape gastric balloon inserted on (B)(6) 2017. Two weeks later, I passed out due to an upper gi bleed caused by the balloon's migration to the top of my stomach, when which the plastic piece that the physician uses to remove the balloon grated across the top of my stomach creating the bleed. My blood count dropped to 6.5 and required an egd to clip the bleeding veins. The side effects also included dangerously low blood pressure level due to the large loss of blood which caused me on multiple occasions to black out. The gi physician who performed the ego claimed that the top of my stomach appeared as if someone took sandpaper to it. The damage was so severe that the bleed kept on occurring despite the addition of clips, added through egd's. I believe I had around 7 clips inserted in my stomach. This resulted in multiple hospitalizations in the ICU due to continued gastric bleeds. My care was then transferred to a general surgeon who was changed with fixing the bleed through surgical intervention if it occurred again. The bleed worsened for which I almost went into shock with a blood count of 5, which required immediate blood transfusion and emergency surgery. In order to stop the bleed, the general surgeon performed stomach surgery in which he ligated all of the veins that had documented evidence of bleeding, and others as he saw medically necessary. I still experience discomfort due to this ordeal.